Manufacturer narrative:
No service on the ventilator was requested and no parts have reportedly been replaced. The investigation consists of an evaluation of received ventilator logs and additional information received regarding the reported incident. It was reported that on the incident date (B)(6), 2023 at 5:33 am, nursing care of the ett was performed. At 6:42 am, the patient was turned over. The patient appeared very restless and agitated. Later during suctioning, it was observed that the suction tube could not be inserted. Simultaneously at 7:15 am, the patient started to desaturate with bradycardia, and then cyanosis. CPR was initiated, and after a period of assessment by the physician, it was suspected that there might be an obstruction of the ett. A new ett was inserted, and upon removal of the old ett, a brownish clotted substance blocking the ett tip was noted, suggesting a possible blood clot. A new ett was replaced and after 3 minutes of CPR the patient had rosc. However, the event led to a low patient consciousness with gcs score 6. The patient later declared no longer had any brain functions and life support was turned off on (B)(6), 2024. The provided ventilator logs were reviewed. According to the event log, no log posts were registered between 6:37 pm on the previous day and 5:33 am on (B)(6), 2023 (event date), showing that the ventilation stayed stable throughout the evening and night. No alarms or parameter changes were registered during this period. Then, during the stated time period from 5:33 am until 7:15 am where CPR reportedly started there are several log posts indicating disconnection performed by the user; patient disconnected and patient reconnected as well as alarms for vt inspiratory overrange, inspiratory flow overrange and peep low. There are also several suction programs started. The ventilator however all the time delivers according to set parameters. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. There may be a possibility that a partly obstructed ett might give a varying tidal volume (the air has difficulties exiting the patient), but in pressure control mode (chose mode of ventilation) this would have affected both vti and vte, not only vte. So, our assessment based on the logs and the provided information is that we cannot conclude that there was a problem with a partly obstructed ett prior the patient was turned over at 6:42 am. If so, the minute volume (and the delivered tidal volume) would have decreased significantly. At approx. 6:42 am there is a brief drop in minute volume from 9 to 7 l/min, which could be related to the observed blood clot in the ett. It is also notable that the lower minute volume alarm limit was set to 4.0 l/min so the brief drop in minute volume was not sufficient to generate the minute volume alarm. During the event period, it is first at 6:48 am there is a log post for expiratory minute volume: low. Based on the log evaluation, there is no indication of a ventilator malfunction at the time of the event. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4)

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacture date was required. D1 ¿ brand name: previous brand name: servo-s. Corrected brand name: servo-s base unit. D4 ¿ version or model #: previous version or model #: servo-s. Corrected version or model #: 6640440. D4 ¿ unique identifier (UDI) #: previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(4). H4 ¿ manufacture date: previous manufacture date: 10/02/2020. Corrected manufacture date: 09/30/2020.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the patient underwent cardiopulmonary resuscitation. The suspected cause was a leakage in the ventilatory system. This led to a low patient consciousness with gcs (glasgow coma scale) score 6. The final patient outcome is unknown. Manufacturer¿s ref #: 945736